Manufacturer narrative:
Device passed all functional tests including displacement and self tests. No unexpected errors, alarms, or anomalies were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose of 540 mg/dl. Symptoms that were reported at the time of the incident included none. The customer was treated for high blood glucose via insulin pen. The customer reported having issues with the infusion set. Troubleshooting for the high blood glucose was declined. The insulin pump will return for analysis.